Event description:
A customer contacted beckman coulter inc. (Bci) regarding the reagent valve that was leaking on the unicel dxc 600 pro synchron clinical systems. No patients were affected. No injury was reported on this issue.

Manufacturer narrative:
Customer technical support (cts) had customer replaced the reagent valve and this resolved the issue. Customer stated that valve is no longer leaking.